Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, fluid was observed to leak from a tear in the exposed portion of the soft cannula. The exact timing and cause of this damage could not be determined, therefore it could not be determined if this damage to the exposed portion of the soft cannula contributed to the reported not sure delivering insulin. Additionally, the tip of the formed needle was observed to be damaged. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 454 mg/dl while wearing the pod between 36 and 48 hours. The caregiver stated that the pod never delivered insulin to the patient nor were any alarms received. It was reported that the pink slide had moved forward and that the cannula had been inserted into the skin during wear. No redness or swelling was reported nor was there any insulin leakage. Upon removal of the pod, it was determined that the cannula looked normal. No method of treatment was reported.